Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on the evening of (B)(6) 2017. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that three hours after the issue occurred she developed symptoms of ¿dizziness and fainted¿ however denied receiving any treatment. During the call the cca noted that when the patient was educated on the correct testing procedure the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event.